Event description:
Bed has no trend functions. Bed was located in storage area, about 1 year. No injuries reported.

Manufacturer narrative:
Technician replaced worn safety link and the issue has been resolved.